Event description:
A caller reported an alarm 2, indicating an issue with their device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read as "high" on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin. Despite experiencing frequent occlusion issues, the caller declined further assistance, and the case was closed by cts.